Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached early elective replacement indicator (eri) in five months due to over one hundred and fifty appropriate shocks for ventricular tachycardia (vt) storms. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.